Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to a low sensor glucose of 40 mg/dl. The suspend on low limit in the sensor setting was 70 mg/dl. The customer¿s sensor glucose reading from the reported event was below 40 mg/dl while their blood glucose reading was 88 mg/dl. The customer also reported of a blood on site. The site was not actively bleeding. The product will be returned for analysis.

Manufacturer narrative:
The information provided in product code was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The information provided in common device name was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor the sensor functioned properly.